Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after successfully delivering one shock to the patient the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was, and the customer's report was observed during review of the device data logs did show several defib charge failure error messages. This error will prevent the device from completing a charge necessary for a shock. The customer was emailed multiple times for the return of the device but there has been no update from the customer. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.